Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance and failed the procedure. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received during investigation and to retract a previously submitted MDR. The investigation determined that the reported event occurred during a software upgrade activity and did not represent a product malfunction or complaint condition. Based on the investigation findings and regulatory reassessment, this event does not meet the criteria for MDR reportability. The complaint has been reclassified as a non-product issue (npi), and the previously submitted MDR is being retracted. Section h6 has been updated to correct the medical device problem code. The previously reported code a07 (electrical/electronic property problem) was determined to be not applicable to the event and has been corrected to a25 (no apparent adverse event).